Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted during a bronchoscopy procedure performed on an unknown date. Reportedly, the patient's airway was tortuous. According to the complainant, during the procedure the stent inverted from the distal end up halfway through deployment. The physician deployed the stent completely. After the stent was fully deployed the physician attempted to straighten it out by pushing the scope down through it, but was unsuccessful. The physician removed the stent from the patient and the procedure was completed with another ultraflex tracheobronchial stent. The patient's condition at the conclusion of the procedure was reported to be okay.